Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of a universal handle (lot 61464823) was returned for evaluation. As returned, the blue plastic handle sleeve is fractured and partially missing. The fracture runs circumferential to the shaft and through the dowel pin hole. The device exhibits wear & tear that indicates repeated use during a potential field age of approximately 9 years. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the continuum liner impactor blue handle broke during impaction. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.